Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented with intermittent loss of capture on both the right ventricular (rv) and left ventricular (lv) channels. It was noted that the intermittent loss of capture on both channels was due to a diagnostic issue with the cap-confirm programming of the implantable cardioverter defibrillator (ICD), causing functional undersensing of the intrinsic wave in the rv near field. Programming changes were made to address the issue. The patient was stable.